Event description:
It was reported that the customer had high blood glucose levels of 284 mg/dl. The customer treated with a bolus from the insulin pump. The customer reported that the motor of the insulin pump has been running really slow and making weird noises. The customer also reported not receiving any alarms or alerts from the insulin pump. The customer does not feel comfortable with the insulin pump and would like to have it replaced. The customer was advised that the insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.